Manufacturer narrative:
The device was tested at the user facility by an olympus field service engineer (fse) however; the device has not been returned to the olympus repair center for further analysis. Olympus technical support is attempting to gather additional information related to the disposition of the fse findings and/or status of device return. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A olympus field service engineer (fse) reported that during on site testing of a lamp intensity report on the clv-190 from the user facility, the fse found that light presented some weakness. There was no patient involvement associated to this report. Olympus is attempting to gather additional information for this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's investigation. The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The xenon lamp was replaced to address the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the lamp was nearing the end of its service life, causing the lamp not to light. The supplemental MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.